Event description:
Caller reported that the customer's blood glucose level had been rising since the day before the call. Blood glucose level was 419 mg/dl at the time of the call. Troubleshooting showed that the insulin pump was functioning properly. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).